Event description:
The customer contacted abbott reporting the inability to calibrate the axsym rubella igg assay after replacement and calibration of the sample probe, mup decontamination and other preventive maintenance checks. The customer repeated calibration and obtained error codes 1111 (calibration check failure, master calibrator 1) and 1048 (calibration check failure, calibrator a/b ratio too large). The customer reported there was no calibration issue with other axsym assays, although the customer has identified internal site handling and storage issues for axsym calibrators and reagents. The customer rec'd new reagents and master calibrators and attempted 3 rubella calibrations, unsuccessfully. Review of the customer's instrument message history indicated aspiration errors for bulk reagents, and the customer was instructed to replace and recalibrate the sampling probe and sampling probe tubing if the issue was not resolved by replacement of the probe. After the replacement of the probe, a successful calibration was achieved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.